Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had stated he was experiencing phrenic nerve stimulation on (B)(6) 2016 and it was tolerable. At followup later in (B)(6) the device was reprogrammed, the left ventricular lead had been turned off. On (B)(6) 2016 the lead was explanted and replaced, the issue was resolved.